Event description:
Dr. (B)(6) was attempting a cto of the rca (lesion area unknown by lab manager who alerted us of incident) when tip of corsair pro xs detached from body of the microcatheter. Physician made no attempt to retrieve the broken tip from the lesion after successful removal of the remaining intact microcatheter from the patient's vascular anatomy. Physician then attempted laser atherectomy in attempt to cross lesion but ultimately was unsuccessful. Patient was sent to cath lab recovery to be monitored post sedation as per protocol. Was discharged home without any complication in the normal timely fashion per facility protocols.